Manufacturer narrative:
Evaluation of the first returned ruby coil lp revealed that the pusher assembly mid-joint was retracted through the introducer sheath friction lock. If this occurs, resistance may be experienced during advancement. Forceful advancement against this resistance likely contributed to the pusher assembly kink and fracture observed near the mid-joint. Further evaluation revealed that the embolization coil was detached within the introducer sheath and additional pusher assembly kinks. The detached embolization coil was likely a result of the pusher assembly fracture. The additional kinks were likely incidental to the complaint. Evaluation of the second returned ruby coil lp revealed that the device was returned without its introducer sheath; therefore, the reported complaint could not be confirmed. Further evaluation revealed that the pet lock was damaged, the pull tube was not present on the proximal end of the pusher assembly, the pusher assembly had kinks and the embolization coil had offset coil winds. This damage was not mentioned in the reported complaint and was likely incidental. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The investigation findings do not lead to a clear conclusion about the root cause of second returned ruby coil lp''s inability to advance from the starting position of the introducer sheath the manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 1.3005168196-2021-00835.

Event description:
The patient was undergoing a coil embolization procedure to treat gastrointestinal bleeding (gi bleed) using ruby coil lps. During the procedure, two ruby coil lps would not advance from the starting position of the introducer sheaths. Therefore, ruby coil lps were removed. The procedure was completed using new ruby coil lps. There was no report of an adverse effect to the patient.